Manufacturer narrative:
Philips has investigated the reported problem. According to the additional information received, the issue occurred during a diagnostic vascular stent implementing procedure. The procedure was delayed by less than 20 minutes but was finished using the same system after the system was restarted. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Analysis of the system logs was done. Troubleshooting concluded that the system was giving intermittent failures in the communication between the xper module and the rest of the system, because the system's firewall could not be installed due to restrictions by the hospital's it department. The issue was solved by the fse who spoke with the hospital it department and reinstalled the firewall device. After the firewall device was reinstalled, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's dual fluoroscopy malfunctioned, live fluoroscopy was not able to be viewed. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.